Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving high voltage therapy. The atrial lead exhibited noise. The patient later presented to her primary physician and the noise was confirmed. The lead was turned off and would be monitored.